Event description:
It was reported that the patient received inappropriate defibrillation therapy due to post-sensed t-wave oversensing observed on the implantable cardioverter defibrillator. It was noted that the patient did not experience any adverse issues due the device issue. No programming modifications were reported. The patient would continue to be monitored.